Event description:
It was reported that the pt had "internal facial surgery" 2001. The suture line extends from the pt's outer left eye up to pt's hairline. The pt developed a visible bulge 2 months post operation. Physician prescribed oral antibiotics for 3 months as it was believed the swelling was due to an infection. Physician tried to aspirate the contents at the site but no pus was found. It is now believed that the pt is having a foreign body reaction to the suture. Physician removed the suture in 2002. The pt has improved significantly.